Event description:
After the filter was placed within the targeted location and when removing the delivery system from the introducer catheter, the hub of the introducer was noted to be cracked. The procedure had been completed however, the post procedure venacavogram had not been performed. A replacement introducer catheter was placed in order to complete the venacavogram. No further complictions were reported. This was the third of three incidents that occurred on the same pt.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.